Event description:
The user facility reported their sterilizer was smoking and set off the fire alarm dispatching the fire department to the facility. No one was present in the room at the time of the event and the unit was not in use when the alarm occurred. No evacuations were required. The fire department shut power down to the unit prior to a steris service technician's arrival. Prior to the event, the customer stated there is a burning odor coming out from the unit, and staff members complain of headaches and upset stomachs due to the smell. The customer stated the odor had been present since the installation of the unit, however, has recently gotten worse. Medical treatment was not sought or administered. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the amsco c sterilizer and stated the middle lead wire located in the generator control box appeared to be misaligned causing a possible arcing condition. This arcing condition would cause overheating of the sterilizer and the burning odor described. The technician found the steam escaped the sterilizer due to a ball valve assembly that did not completely close. The technician also noted that the control panel display was stuck in a "testing memory" prompt. The technician made the necessary repairs to the unit, successfully completed a test cycle and confirmed the unit was operating to specification.